Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that the surgeon alleged an inaccuracy occurring during an axiem tumor resection procedure. The patient was registered with pointmerge (2.4) and the accuracy was satisfactory. After some time, the surgeon resected of what he thought was the tumor. After completing intra-operative magnetic resonance imaging (MRI), the surgeon found that he resected next to the tumor. The surgeon then proceeded to resect the actual tumor and the surgery was successful. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
An archive of the patient exam was analyzed, it was found that the 3d model was poor. The patient was intubated and had indents on his face from the mask. Poor 3d model can lead to inaccuracy.

Manufacturer narrative:
The tumor was around 15 to 20 mm in size, so that would make navigation inaccurate by that much as well since the surgeon resected right beside the tumor.